Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site called technical support engineer (tse) due to the cobra grasper instrument being stuck on the universal surgical manipulator (usm) 4. The customer removed the instrument by prying it off the usm without using the immediate release key (irk), causing injury to the tissue. The surgeon was required to repair the damaged tissue. An error message of "instrument not ready" was displayed during the event. The tse reported a sensor failure. A new instrument was installed on the usm 4 and it was working as intended, the procedure was completed robotically. No further information regarding the event has been obtained.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical inc. (Isi) received the cobra grasper instrument associated with this complaint. Failure analysis did not confirm the reported event. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, the grips opened and closed properly, and the grip test passed. The instrument was fully functional. Additional unrelated findings were also identified. The instrument was found to have multiple input disks cracked. Hairline cracks were found on grip (#6 and #7) and pitch (#5) input disks. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. .